Event description:
Pt is reported to have developed a burn on the bottom of the foot, measuring approx 2 1/8 inch in diameter, following treatment with the anodyne professional unit which was administered by a health care professional. Pt was treated with atnibiotics, and is healing.